Event description:
It was reported by the patient that she is experiencing stomach problems/pain; especially after sitting for long periods of time.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.